Event description:
Client reported to dealer, that the chair jumps rapidly when the joystick is moving either slowly or quickly forward. User stated that he does not feel in control of the chair. Client was advised not to use the chair as it may be unsafe, he refused. Teftec is considering this a potentially life-threatening event.

Manufacturer narrative:
Motor is suspected. Motor controller was replaced but did not correct the problem. Teftec will perform investigation and file report.